Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure performed on (B)(6) 2022 to treat mixed mitral regurgitation (mr) with a grade of 4. The mitral valve had annulus calcification and thin mitral leaflets medial of the grasping zone, but the clip was deployed central on the leaflets, with good leaflet material grasped. Mr was reduced to 2. On (B)(6) 2022, prior to discharging the patient, echocardiogram showed the clip detached from posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) causing mr to increase to 3-4. The date for surgical intervention is not known. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot-specific product issue. Based on available information, the reported single leaflet device attachment/slda resulting in recurrent mitral regurgitation mr was due to challenging patient anatomy. Additionally, reported patient effect of mr, listed in the instructions for use (IFU) is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.